Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate and was confirmed inoperable after the patient underwent physical therapy approximately a month ago where a transcutaneous electrical nerve stimulation (tens) unit was used as treatment. As a result, surgical intervention is pending to address the issue.